Event description:
While using the clip applier on patient, was noted that the clips from the clip applier did not close completely. Another clip applier of a different lot number was opened and worked.